Event description:
Equashield closed system transfer device (cstd) part # su-ez60/2 failed during use. Syringe plunger disconnected from body of syringe. No fluid spill or leak occurred. Item was discarded and medication preparation finished with a replacement part. Lot # 24262007a, exp 10-1-2027.